Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, during the removal of the delivery system, the stent got caught on the delivery system. Nevertheless, the delivery system was successfully removed, the stent remained implanted and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A wallflex biliary rx delivery system was received for analysis; the stent was not returned. A visual examination of the returned device found the inner shaft and the clear outer sheath were severely kinked. The outer diameters of the delivery system were measured to be within specifications. No other issues with the device were noted. The damages noted with the device were consistent with the application of excessive force during usage. The investigation concluded that the observed failures and the reported event were likely due to anatomical or procedural factor encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, during the removal of the delivery system, the stent got caught on the delivery system. Nevertheless, the delivery system was successfully removed, the stent remained implanted and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.